Event description:
It was reported that during setup prior to a case, there was a dashed line on screen following boot. The case was aborted and the procedure was converted to manual. The investigation found the cmos battery was dead.

Manufacturer narrative:
H10: the device was intended to be used in treatment and it was not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. There was no serial/lot number provided for DHR review so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. A video file with the failure was returned. The flashing cursor is indicative of a dead cmos battery. On systems with dell cpu's and versions 5.3 and up, when the cmos battery dies, the bios is reset. This prevents the cpu from fully booting up and can be fixed by replacing the battery. The reporter noted that they replaced the cmos battery and no further issues have been reported for this system since the battery was replaced. The root cause was established to be mechanical component failure. The cmos battery issue is being further investigated and a corrective action has been requested. Per complaint details, the device malfunctioned following boot and resulted in the case being subsequently aborted/converted to a manual procedure. Per the field report, however, the device was not being used with a patient during the event/no patient involvement or injury resulted. Therefore, no further medical assessment is warranted at this time.